Event description:
Surgeon was injecting lidocaine and marcoina into the pt and the needle broke off at the hub and was in the pt. She 22 qauge safety needle was removed with no problem and no injury to the pt. No add'l treatment was needed for the pt. Nurse and scrub tash in scan indicated their indication was a section injection at beginning of case, straight up and down injection, no angle, when syringe was passed out needle was left dticking straight up, in pt.